Event description:
Device was implanted in pt in 2003. Within minutes after completion pt complained of severe chest pain without EKG abnormalities. The surgeon went in again to crosscheck and make sure that everything was alright. The pt looked good. Pt was taken to ICU but the pain continued for the next two to three days without EKG abnormalities. Pt was put on steroids-solumedrol and motrin. The pain is now of lesser severity.